Event description:
A customer reported that their chest compressor will not power on. They reported that this did not occur during patient use. No specific device details were provided.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.